Event description:
Manufacturer received a call from the patient's daughter in law, requesting replacement device sent to her as her mother-in-law has passed away. The manufacturer is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. The device has not yet been returned to the manufacturer for evaluation. The manufacturer's investigation is ongoing. A supplemental follow-up report will be submitted when the manufacturer's investigation is complete. Reportable since device issue/event has or may have caused or contributed to a death.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. This report was related to a dreamstation expert device. The manufacturer received information from the patient representative alleging ¿death¿. Medical intervention was not specified. The manufacturer was made aware of this complaint through a representative of the customer. The device has not yet been returned to the manufacturer for evaluation. Should any additional information be received, a follow-up report will be filed.